Event description:
On (B)(6) 2012, it was reported that this vns patient's system diagnostic results indicated high impedance. The patient did not report pain or an increase in seizures surgery is likely but has not occurred.

Event description:
On (B)(6) 2012, additional information was received. X-rays were taken but were not available for manufacturer review. There was no reported trauma or manipulation. The patient had not undergone surgery. The patient's device was disabled, and the patient was currently stable. A review of programming history showed that the patient was programmed on after implant. A battery life calculation showed 17.88 years remaining. This takes into account that the device was disabled.surgery is likely but has not occurred.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a serious injury or death.

Manufacturer narrative:
(B)(4): analysis of programming history.

Manufacturer narrative:
Relevant data with dates, corrected data: previously submitted MDR indicated the remaining battery life was 17.88 years; however, this is actually 3.10 years remaining at the time the device was disabled. This report is being submitted to correct this information.